Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the balloon was flagged or not tightly secured when they attempted to use it. The iab was unable to be inserted fully. On removal it was noted to have blood inside the balloon. The customer also noted that there was no stylet in the kit. A new iab was opened and used to continue therapy. The patient had ptca (percutaneous transluminal coronary angioplasty) in cath lab. The indication for use was left main disease. There was no reported injury to the patient.

Manufacturer narrative:
'Patient sex' was updated to female. (B)(4). Device evaluation: the product was returned with the membrane loosely folded and blood found on the exterior of the catheter with the one-way valve attached. The sheath was not returned for evaluation. Visual inspection did not reveal any missing components. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The technician attempted to insert the returned 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. We are unable to confirm the reported events because we are unable to mimic the clinical setting, because no leaks were identified during our testing of the returned device, and because this device is no longer manufactured with a stylet wire the reported missing component was unable to be confirmed. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint #(B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the balloon was flagged or not tightly secured when they attempted to use it. The iab was unable to be inserted fully. On removal it was noted to have blood inside the balloon. The customer also noted that there was no stylet in the kit. A new iab was opened and used to continue therapy. The patient had ptca (percutaneous transluminal coronary angioplasty) in cath lab. The indication for use was left main disease. There was no reported injury to the patient.